Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the inferior endplate detached from the cartridge, causing the mobi-c implant to rotate into the improper placement. The surgeon removed and replaced the implant without a delay or patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the inferior endplate detached from the cartridge, causing the mobi-c implant to rotate into the improper placement. The surgeon removed and replaced the implant without a delay or patient impacts.